Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 and performed adjustments of the main pipettor. After adjusting the pipettor, the fse performed testing to verify troponin I accuracy and precision; no issues were noted. No additional hardware issues were noted. The fse verified system performance. The unit conformed to the manufacturer's published performance specifications. (B)(4). All three levels of quality control (qc) were within range prior to the event. System check, performed on (B)(6) 2012, passed within specifications. The laboratory utilizes lithium heparin tubes for patient sample collections. Patient samples are centrifuged in the primary tube for 10 minutes at 3,600 rpm (revolutions per minute). The customer indicated the laboratory has a repeat procedure in place which includes re-analysis of all elevated troponin I results, on the alternate system.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for four patients involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples on an alternate access 2 immunoassay system recovered lower results within the normal reference interval. One elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.